Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, immediately after successful deployment of a 6/7f mynxgrip vascular closure device (vcd) the patient experienced localized severe itching and bright red rash to pubic area and right groin spreading down right leg and had an allergic reaction. The patient was sent to the emergency room (ER) and treated with benadryl IV, solu-medrol IV and cold washcloths. The patient does not have any known allergies or sensitivities; therefore, there is no known allergy or sensitivity to polyethylene glycols (macrogols). A 6f brite tip cordis sheath was used. The mynx vcd was used in an interventional- bilateral angiogram with left common femoral artery atherectomy and percutaneous transluminal angioplasty (pta) with a right groin retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device and the rest of the unused devices will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, immediately after the successful deployment of a 6f/7f mynxgrip vascular closure device (vcd), the patient experienced localized severe itching and a bright red rash in the pubic area and right groin, spreading down the right leg, and had an allergic reaction. The patient was sent to the emergency room (ER) and treated with benadryl IV, solu-medrol IV, and cold washcloths. The patient does not have any known allergies or sensitivities; therefore, there is no known allergy or sensitivity to polyethylene glycols (macrogols). A 6f brite tip cordis sheath was used. The mynx vcd was used in an interventional bilateral angiogram with left common femoral artery atherectomy and percutaneous transluminal angioplasty (pta) with a right groin retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 6f/7f, along with the remaining unused sterile 9 units involved in the reported complaint, were returned for investigation. Visual inspection of the non-sterile device showed that the shuttle was not engaged with the black handle. The syringe was connected to the device with the stopcock in the open position, and the procedural cordis sheath was inserted onto the device. The balloon was observed exposed on the distal portion of the unit, deflated, while the advancer tube and sealant were not returned with the device, concluding that the unit was already fully deployed. The device was inspected, and no damages or anomalies on the returned device that may have contributed to the reported incident were observed. Additionally, the rest of the units provided from the same lot were returned in the original packaging. A visual analysis was executed on 100% of the units to ensure that no anomaly was present to the entire lot that could be related to the reported event. During the inspection of the sterile units received, it was observed that no abnormal conditions were present that could be related to the reported adverse event, as the sterile pouch bags were received uncompromised, and all the trays were observed to be in optimum condition, ensuring the security of the units received, showing no missing or damaged components inside. Hypersensitivity refers to undesirable reactions produced by the normal immune system, including allergies and autoimmunity. They are usually characterized as an over-reaction of the immune system and can be damaging and/or reported as uncomfortable. Hypersensitivity reactions require a pre-sensitized state and/or previous exposure, and it is unique to every individual. Based on the information provided and product analyses, it is not possible to draw a conclusion about the clinical relationship between the manufacturing of the device and the event. However, as there were no anomalies noted to the devices received, hypersensitivity to the peg material or other medications/devices in contact with the access site is likely to have contributed to the event experienced by the patient. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, allergic reactions are listed within the potential complications. Also, users are cautioned that mynxgrip should not be used in patients with a known allergy to peg. Neither the product analyses, nor the information available for review suggest that the reported adverse event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.